Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve after the post balloon aortic valvuloplasty (bav) the balloon catheter was removed which caused the valve to dislodge. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device was not returned for analysis and no procedural films were submitted for review. A device history review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.